Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a midline catheter. No defects or anomalies were observed. The catheter was leak tested and a leak was detected at the luer hub. The luer hub was tightened with extra force and was able to pass the leak test. The luer taper was evaluated and found to be oversized. A review of manufacturing records did not yield any relevant findings. However, the probable case is manufacturing related. Further investigation has been initiated at the manufacturing site.

Event description:
It was reported the catheter was being placed into the left arm of a male patient. After the catheter was inserted the clinician flushed the catheter and found the hub leaked. The clinician thought that maybe it was when they attached a microclave and so they replaced the microclave with a new one but the catheter hub still leaked. As a result, the catheter was exchanged and used successfully. There was no delay in treatment and no patient death or complications reported.